Manufacturer narrative:
Product event summary: the full lead was returned and analysis revealed that the distal conductor of the lead was extrinsically over-rotated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was initially placed in the right atrium but after the lead was sewn down, it was noted that the p waves decreased to less than 1 mv and the thresholds increased from .5v to 1.6v. The physician attempted to reposition the lead but after extending the helix several times and not achieving adequate fixation or acceptable lead measurements, the physician noted resistance when trying to extend the helix. The lead was removed. No patient complications have been reported as a result of this event.